Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2009, the patient underwent the surgery with bha. On (B)(6) 2016, the patient fractured his femoral bone (distal tip of stem). Therefore the patient underwent the surgery with plate and screws. On (B)(6) 2016, the surgeon confirmed x-ray. And he found that the bipolar cap disengaged from the inner head. On (B)(6) 2016, the patient underwent the revision surgery.

Manufacturer narrative:
An event regarding disassociation involving a system one bipolar was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection noted that the device was returned in used condition. On the outer metallic side there are scratches in various areas. The inner poly liner appears to be intact with a few scratches. -medical records received and evaluation: a review of the provided x-ray images by a clinical consultant indicated: x-ray shows fracture fixation with plate and screws and disassociated bipolar. However, insufficient medical records were received for further review. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the event was confirmed however, the exact cause of the event could not be determined because insufficient information was provided. Further information such as primary and revision operative reports, clinical and past medical history and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
On (B)(6) 2009, the patient underwent the surgery with bha. On (B)(6) 2016, the patient fractured his femoral bone (distal tip of stem). Therefore the patient underwent the surgery with plate and screws. On (B)(6) 2016, the surgeon confirmed x-ray. And he found that the bipolar cap disengaged from the inner head. On (B)(6) 2016, the patient underwent the revision surgery.